Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device spring tip is kinked and stretched. Also it has the wire broken in the distal section. The overall length couldn't be measured due to the device condition (spring tip is kinked ad stretched). The outer diameter (od) of the middle and proximal section of the device were within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-may-2016. It was reported that guidewire kink and crossing difficulties occurred. The target lesion was located in the tight calcified mid left anterior descending artery (lad). A 182cm j choice¿ floppy guidewire was selected for use. However, during unpacking, the physician found bend in the wire. The physician tried to advance the device but failed to cross the lesion even after several attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a broken core wire.